Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI -(B)(4). One device was received. Per visual inspection, minor cosmetic damage on case and the front panel has a small crack right under the manometer. Functional testing confirmed/duplicated the complaint, the device failed to detect adult breathing. The cause was a faulty demand valve assembly. It was unknown what caused it to become faulty. Replaced sintered filter, o-ring and demand valve assembly. Installed new o-ring in the input manifold. Awaiting parts (MRI battery, instruction label, and battery door). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the ventilator "fails the demand inhibit function test". There was no patient involvement. The problem was discovered in the shop while they performed a function test on the ventilator.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.